Event description:
Per complaint (B)(4), during post operative check , patient experienced failure of implant to integrate. Implant was placed in a healed grafted site. Implant platform was noted to be mobile and was removed.